Event description:
It was reported that this right atrial (ra) lead was partially abandoned due to dissection. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was partially abandoned due to dissection. A new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that there was no allegation with the lead. Additional information indicated that the lead was cut during generator change out procedure. No additional adverse patient effects were reported.